Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. Customer stated that the pump screen was damaged and had a black splotch on it and was unable to read it. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.